Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that insulin was leaking at the luer lock connection, the infusion tubing had detached from the luer lock connector of the infusion set. No adverse event was reported. The infusion set was requested to be returned for product evaluation.